Event description:
It was reported that the autoclavable camera head had an extremely blurry image during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable, failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image was caused due to moisture on the charged coupled device lens. However, the most probable cause for additional malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.